Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an audible alert for high out of range (oor) rv defibrillation impedance, but was noted to have since returned to below the programmed threshold. The lead remains in use. No patient complications have been reported as a result of this event.